Manufacturer narrative:
An investigation is in process.

Event description:
It was reported that on (B)(6) 2019, a patient was being monitored on a v21 monitor and the monitor failed to produce an audible alarm for low spo2.

Manufacturer narrative:
An investigation was performed, which included analysis of the sytem's logs and an evaluation of the device. No malfunction was confirmed.

Event description:
It was reported that on (B)(6) 2019, a patient was being monitored on a v21 monitor and the monitor failed to produce an audible alarm for low spo2.